Event description:
Was not able to walk, couldn't walk [abasia]. Has not walked very well in two years [gait disturbance]. Crying in pain. Case description: a consumer reported that her daughter used fixodent denture adhesive, (version unknown) cream and polident after knocking out her two front teeth. After one or two months of product use she was crying in pain and was not able to walk. She has not walked very well in two years, and she's in a walker. A physician was visited. Her daughter had unspecified testing and "it didn't come out in the tests" (zinc). The case outcome was not recovered/not resolved. Past medical history included: medical history - knocked out 2 front teeth. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation. Fixodent denture adhesive, version unknown (calcium zinc gantrez salt 33%, cellulose gum 20%) cream 1applic.